Event description:
It was reported that the patient's right ventricular (rv) lead exhibited unspecified oversensing that caused pacing inhibition and inappropriate capture. The rv lead remained implanted. Further information was not provided.